Event description:
It was reported that an unspecified number of syringe 1.0ml 8mm 90 bx 450 mo experienced difficulty moving the plunger rod/deformed stopper. Product defect was noted during use. The following information was provided by the initial reporter: material no. 328289 batch no. 9028863, unknown. Verbatim: from phone call on 2020-02-18 consumer stated, its difficult to draw back on plungers. Stated, the stopper is stuck inside barrel, making it difficult to push on plunger when drawing insulin. Stated, he stabbed himself in the hand or thigh from pushing hard on plunger. Does not know how many times he stabbed himself or when he stabbed himself, only that's its happened more than once. Stated, did not seek medical stated, he has these problems with every box he uses but could only provide information from 1 box lot: 9028863 catalog: 328289 expiration date: 2024-02-29 date of event: unknown. Received voicemail from consumer stating he's having a hard time with the plungers on syringes.

Manufacturer narrative:
Investigation: customer returned (3) loose 1cc, 8mm syringes and (2) loose plungers. Customer states that it is difficult to push plunger when drawing up insulin which caused consumer to stab himself in the hand and thigh from pushing hard on the plunger. The returned syringes were examined and 2 out of 3 samples exhibited a deformed stopper. A review of the device history record was completed for batch# 9028863. All inspections were performed per the applicable operations qc specifications. Process summary: the automatic syringe assembly machine feeds 1cc/ml, syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. Quality notification 200803194 was written during the production of this batch for dry barrels. The root cause was found to be an airline that had come detached to the silicone guns. The issue was resolved by reattaching the airline and mounting it to the bracket.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9028863, medical device expiration date: 2024-02-29, device manufacture date: 2019-01-28, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 1.0ml 8mm 90 bx 450 mo experienced difficulty moving the plunger rod/deformed stopper. Product defect was noted during use. The following information was provided by the initial reporter: material no. 328289 batch no. 9028863, unknown. Verbatim: from phone call on 2020-02-18 consumer stated, its difficult to draw back on plungers. Stated, the stopper is stuck inside barrel, making it difficult to push on plunger when drawing insulin. Stated, he stabbed himself in the hand or thigh from pushing hard on plunger. Does not know how many times he stabbed himself or when he stabbed himself, only that's its happened more than once. Stated, did not seek medical stated, he has these problems with every box he uses but could only provide information from 1 box. Lot: 9028863, catalog: 328289, expiration date: 2024-02-29, date of event: unknown. Received voicemail from consumer stating he's having a hard time with the plungers on syringes.